Manufacturer narrative:
One opened phaco (phacoemulsification) tip with the tip broken off in a sleeve and without a wrench within a tray were received for the report. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the ab (aspiration bypass) hole with a very jagged edge. The phaco had even wall thickness. There was wear on the threads and back of flange consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo provided was reviewed by the manufacturing site. The photo is of a phaco tip, sleeve containing a broken tip and a pack label, the reported product, lot information and product complaint is confirmed. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required.

Event description:
Additional information was received from the company representative indicated the phacoemulsification tip used was a disposable one and the tip was broken right after the priming and before the phacoemulsification was started. There was no contact between the suspect device and the patient. The complaint is not considered as a reportable device malfunction and no supplemental records will be submitted.

Event description:
A physician reported ultrasound tip was found broken in the sleeve during a cataract surgery. This occurred after tightening the ultrasound tip on to the main body, attaching the sleeve, and then connecting it to the console and running the solution through. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).